Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that all of the keypad buttons were under responsive to button presses. The reporter indicated having under delivery of insulin related to the keypad issue. The reporter indicated that there was no damage to the keypad but noted that there appeared to be moisture ingress at the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was observed to be intact with no damage noted. The keypad buttons were tested and were confirmed to be responding appropriately to testing. Unrelated to the complaint, the audio bolus button was observed to have a tear in the cover. The bolus button was found to be responsive during testing. A leak test was performed and found the pump was leaking from the bolus button damage. The pump was opened and moisture damage was observed inside the pump. The pump was found to power on appropriately with the returned battery cap.